Manufacturer narrative:
The charge nurse stated that the staff used shoulder positioners on the table beneath the hug-u-vac, as directed in the instructions for use, in the trendelenburg case but that the supports had no direct contact with the patient's shoulder at any time. The hospital reported using pink foam padding along the patient shoulders, which is not indicated in the instructions for use for this product. It is unclear if this was a contributing factor. Visual inspection and functional testing of the returned unit by an engineer revealed it was functioning according to specification.

Event description:
Following a trendelenburg positioning case in which the allen hug-u-vac steep trend positioner was used, a customer contacted the allen rep post-operatively to report the patient was experiencing bi-lateral numbness and tingling in her hands and fingers. The patient was released from the hospital with some of the numbness and tingling sensation condition persisting. Additional treatment and follow-up may be required.